Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that at call back receptionist stated nurse was with a patient. Called back 15 minutes later and spoke with the oncoming night shift nurse. They were in the patient room speaking with the family so they cannot go in at this time. Stated the arctic sun device was set at normothermia (37c), but the patient had been fluctuating between 36.4c and 37.5c. Explained there was a 0.5c allowable tolerance. The water temperature should adjust accordingly. Suggested confirming adequate pad coverage, adding a universal pad(s) if needed and the flow rate. Also discussed correlation with heat generation and medication(s) that may alter patient temperature. Nurse stated they would call back if needed after assessing the patient. No further calls.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Explained there was a 0.5c allowable tolerance. The water temperature should adjust accordingly. Suggested confirming adequate pad coverage, adding a universal pad(s) if needed and the flow rate. Also discussed correlation with heat generation and medication(s) that may alter patient temperature. Nurse stated they would call back if needed after assessing the patient. No further calls. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that at call back receptionist stated nurse was with a patient. Called back 15 minutes later and spoke with the oncoming night shift nurse. They were in the patient room speaking with the family so they cannot go in at this time. Stated the arctic sun device was set at normothermia (37c) but the patient had been fluctuating between 36.4c and 37.5c. Explained there was a 0.5c allowable tolerance. The water temperature should adjust accordingly. Suggested confirming adequate pad coverage, adding a universal pad(s) if needed and the flow rate. Also discussed correlation with heat generation and medication(s) that may alter patient temperature. Nurse stated they would call back if needed after assessing the patient. No further calls.